Manufacturer narrative:
The reported event of running in safe and not running in reverse was duplicated by the service technician. Through visual inspection, the technician observed widespread corrosion in the device.

Event description:
It was reported that during set up, by the customer at the user facility, when putting the tps micro driver in forward or safe, the handpiece would run in reverse. When putting into reverse, the handpiece would not run at all. As this event occurred during set up at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during set up, by the customer at the user facility, when putting the tps micro driver in forward or safe, the handpiece would run in reverse. When putting into reverse, the handpiece would not run at all. As this event occurred during set up at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.